Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. Due to several issues the fse replaced the analyzer's analytical unit which consists of multiple components. These components include interacting subsystems for rv loading/unloading onto the incubator belt, washing/mixing, sample processing and incubation. The fse performed successful hardware and system verification tests post service activities completion. In conclusion, a hardware malfunction was determined to be the assignable cause of this event. The analytical module was replaced and as this device consists of multiple parts and subsystems no one hardware component can be implicated as the sole contributor to the malfunction.

Event description:
The customer reported obtaining ind (indeterminate)-flagged human thyroid-stimulating hormone (access hypersensitive htsh) results, for two (2) patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). The active access hypersensitive htsh calibration had a mean s0 rlu (relative light unit) value of 30,854.2. The rlu values of patient samples that gave the ind-flagged access hypersensitive htsh results are 20,094 and 19,736; both results are below the s0 rlu mean of the tsh calibration. Ind-flagged results are fatal flags in which no numerical value is generated. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. The ind results were reported outside of the laboratory as negative results. The customer was unaware of any change or impact to patient care or treatment associated with this event. Sample collection and sample handling/processing information such as centrifugation speed and time, were not provided. No issue with sample integrity was reported by the customer. The day prior to this event ((B)(6) 2016), the customer obtained multiple failed access hypersensitive htsh calibrations. However, the customer reported passing quality control (qc) and an access hypersensitive htsh calibration prior to the event. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a 15 repetition precision run which passed with good precision. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer.